Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope produced a b30 scope communication error codes. The issue was found during pre-use inspection and there were no reports of patient involvement.